Manufacturer narrative:
(B)(4). Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 79.0 cm from the hub and kinked throughout its length. Conclusions: evaluation of the returned device revealed that it was kinked and fractured. The fracture may have occurred due to forceful handling of the benchmark during removal from the packaging or preparation for use. The kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the benchmark 6f 071 delivery catheter (benchmark) was broken in half on the back table. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure and the procedure was completed using a new benchmark.